Event description:
Buzzing the uninsulated forcep by means of the handswitching pencil. This resulted in a minor burn to the finger. The procedures were general surgery - open procedures. Results of electrical tests were normal.